Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported this right ventricular (rv) lead was part of a system revision due to infection. The field representative was uncertain if the patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead had an infection. The field representative was uncertain if the patient was given intravenous antibiotics. A revision was performed, and this pacemaker along the right atrial (ra) lead and right ventricular (rv) lead were explanted. No explanted products will be returned as they were sent to the pathologist. No additional adverse patient effects were reported. The rv lead was not returned. Additional information was reported indicating that during removal, this lead helix stretched and needed a snare to completely remove the lead. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.